Event description:
Received report from clinic of a 2 inch split on a first use arterial line at the initiation of treatment. Patient lost <100cc of blood an no additional adverse effects were noted. MDR filed due to blood loss only. No sample is available.